Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified tibial component obviously loose. Explanted femoral component without substantial bone loss. Patella was not revised. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Associated products : item#: 402282; cobalt hv bone cement 40g; lot#: 058600, qty 2. Item#: 184766; series a 3 peg std 34x8.5; lot#: 304200. Item#: 183128; van ps open intl fem-lt 65; lot#: j3941926. Item#: 183099; vanguard fem pegs set 2; lot#: 875950. Item#: ep-183642; e1 vngd ps tib brg 71/75x12; lot#: 871170. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01091, 0001825034-2021-01232.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a left knee revision procedure approximately two years post-implantation, due to tibial loosening.